Manufacturer narrative:
No patient involvement. Part was not returned by site. Unable to determine lot # or mfg date as the part was not returned.

Event description:
A site representative reported that the suretrak tracker had a stripped screw that would not disconnect from the clamp. This was noticed in sterile processing. No patient involvement.